Event description:
It was reported that a home patient (hp) reused single-use supplies during fill one of four of peritoneal dialysis therapy. The caregiver reported that they changed the cassette after experiencing an unrelated alarm, but did not change the supply bags. The technical services representative assisted the caregiver with ending therapy and starting over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown, a device analysis cannot be completed. This complaint is for a report of an use error, reuse of a single use product during the fill stage, where the care giver stated that they changed out the cassette but did not change out the solution bags. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. As should additional relevant information become available, a follow-up report will be submitted.